Manufacturer narrative:
The complaint is very unclear. It is not mentioned in the report if the product is actually a zimmer product and no event was reported. Since the implant date is unknown we consider that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the patient received an implant on an unknown date. It is further unknown at this time if the hip product is actually the durom cup and if the products will be returned to zimmer for an investigation or not. The patient is currently being monitored due to unknown symptoms.